Event description:
It was reported that a customer experienced a malfunction with their insulin pump, which stopped charging and repeatedly displayed cartridge alarm 20, requiring frequent cartridge changes. The customer's blood glucose level was affected, displaying a "high" reading, though no specific values were provided. The customer took corrective action with a bolus via the pump and did not require third-party assistance. Technical support sent a replacement pump and charging supplies, advising the customer on backup therapy using multiple daily injections (mdi) and instructed them to return the problematic pump to avoid charges. The replacement was sent with expedited shipping, and the customer was informed they would need to program settings into the new pump and connect their cgm. There was no further impact reported on the customer¿s blood glucose level.